Event description:
The peritoneal dialysis (pd) patient reported fill complications twice during two separate pd treatments on his liberty cycler. The patient reported using heparin. The patient stated that when he tried to manually drain out solution bags, he removed the cassette from the cycler and set it down on the floor. The cassette then swelled up and busted.

Manufacturer narrative:
There were no additional reports of patient ill effect. The actual device was not returned to the manufacturer for physical evaluation. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.